Manufacturer narrative:
A siemens field application specialist (fas) was dispatched to the customer's site. The fas reviewed the instrument. The fas found a particular barcode label had an additional space character in front of the number. The fas rebooted the instrument and the instrument returned to normal operation. A siemens headquarters support center (hsc) reviewed the event. Hsc reviewed the data provided and confirmed what the fas found. Hsc stated that the instrument manager crashed when processing a sample starting with a "space" character. The cause of the advia chemistry xpt instrument crashing, leading to a delay is due to a "space" character in the beginning of the barcode. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A customer reported that their advia chemistry xpt instrument crashed and was not able to process and report sample results, resulting in a 30-45 minute delay. The customer processed the same samples on an alternate instrument, which also crashed and was not able to process and report sample results. The customer also reported that results of a pediatric sample were lost. The sample was not able to be repeated as there was not enough sample to process. There are no known reports of patient intervention or adverse health consequences due to the delay in reporting patient sample results.

Manufacturer narrative:
Initial MDR 2432235-2017-00222 was filed on march 27,2017. Additional information (04/20/2017): siemens healthcare diagnostics has investigated the issue identified regarding the advia chemistry xpt system shutting down when a sample tube that has a sample identifier (sid) starting with a "space" character. This condition has been communicated in customer notification (cn) chsw17-01.a.us in the united states and cn chsw17-01.a.ous to customers outside of the united states. The cn's were titled, "multiple issues identified in software version 1.0.3, 1.1 and 1.2".